Manufacturer narrative:
The referenced enterococcus faecalis bacteremia was reported under medwatch report# 2916596-2017-02080. The referenced gastrointestinal bleeding was reported under medwatch report# 2916596-2017-02078. The referenced subacute left temporoparietal cerebrovascular accident was reported under medwatch report# 2916596-2017-02079. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 30 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient experienced complications of enterococcus faecalis bacteremia, recurrent admissions for gastrointestinal bleeding, and a recent admission with a subacute left temporoparietal cerebrovascular accident. It was reported that while at an outside hospital, it was observed that no blood flow was entering the inflow cannula. The patient was transferred to the implanting center on (B)(6) 2013 for further management. The patient was on a dobutamine infusion. It was reported that the lvad was alarming, and lvad flow issues were confirmed via echocardiogram. At that time, the patient was deemed to have myocardial recovery with return of intrinsic function with ejection fraction on echocardiogram of 55%. On (B)(6) 2013, the patient went to the operating room for disconnection of the lvad support and removal of the percutaneous lead (driveline), with the outflow graft left in place and clamped. Post-operative complications included bacteremia and acute kidney injury resulting in continuous veno-venous hemofiltration (cvvhd), and then transitioned to hemodialysis. No additional information was provided.

Manufacturer narrative:
A specific cause for the reported event could not be determined conclusively through this evaluation. Pump support was discontinued on (B)(6)2013 due to signs of myocardial recovery. The device remains turned off, in situ. No product was returned to the manufacturer for evaluation. No log files from the time of the reported event were available for analysis. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.